Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was shocking. The patient went to have an MRI of the brain. She had shut off the stimulator prior to the MRI like she was supposed to. The patient started to feel shocks to her leg, which was the side that the stimulator was on. She had a burning sensation that felt like a burn or cut right where the implant was. The MRI technician stopped the scan and did not want to continue with the scan as they were worried about putting the patient at risk. The patient was wondering what type of MRI eligibility she had and if this was normal. The patient had an appointment scheduled with the doctor on (B)(6) 2016. The issue occurred on (B)(6) 2016. It was noted that a psychologist had referred her to get a neurologist to get an MRI because there was a suspicion that the patient might have epilepsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.